Event description:
It was reported that pump displayed non-resettable malfunction alarm code 24, and customer¿s blood glucose rose to 300 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump within warranty, provided instructions for storage mode and return of malfunctioning pump within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.